Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they were experiencing intermittent shocking at the ins site which feels like a bee sting. They added that they did turn the ins off and the shocking went away, but it now feels like bee stings at the ins site. The patient also noted that they were going to the bathroom every 10 minutes. They also noted that the healthcare provider (hcp) went through different programs, but they still got the same stinging. The patient also said the hcp said it sounds like a lead issue, but they weren't sure. Caller noted the issue occurs when sitting down as it will sting them all of a sudden. The patient also said they are going to be setting up for surgery and the hcp is hoping it is just the lead. No further patient complications have been reported as a result of this event.